Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 200 mg/dl. The customer stated that she was trying to set up a bolus and the issue happened. The customer stated that she use the old pump that have the same issue before, forgot to bring the new pump to the trip. The customer has a new pump home that she just need to set up. The customer was advised to call back if she needs assistance setting up the new pump.